Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving several inappropriate shocks due to t wave over-sensing. The cause of over-sensing was thought by the physician to be linked to the patient's acute renal failure which caused hyperkalemia and increased t waves and decreased amplitudes. Programming changes were made. The patient was stable.